Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (42 mg/dl). Additional information regarding low bg levels were not provided. Multiple attempts were made to follow up with the customer. No response from the customer was received.